Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided. Model number: 72400098, lot number: 1000243677, model description: control pump fgs. Model number: 72400024, lot number: 1000194992, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was going to be removed due to a malfunction. The removal surgery was aborted due to damage to the urethra. The removal surgery will be performed in december. Additional information received clarified that the damage to the urethra was that "the cuff was attached to the urethra tissue. "When the physician tried to remove the aus device he was "uneasy to remove the cuff during the surgery" because the cuff was attached to the urethral tissue. He was not able to put pressure on the urethra because of the cuff being tied to it. The cuff was the component that was malfunctioning that originally necessitated the removal surgery. The future removal surgery has not been scheduled yet. It was further reported that the "physician decided to suspend the surgery because the cuff was tied to the urethra with small size." When stating "cuff was tied to the urethra" this means that there were adhesions due to the injured tissue.

Manufacturer narrative:
Date of event is an estimated date as the exact date of event was not provided. Medical device: model number: 72400098, lot number: 1000243677, model description: control pump fgs. Model number: 72400024, lot number: 1000194992, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was going to be removed due to a malfunction. The removal surgery was aborted due to damage to the urethra. The removal surgery will be performed in december. Additional information received clarified that the damage to the urethra was that "the cuff was attached to the urethra tissue." When the physician tried to remove the aus device he was "uneasy to remove the cuff during the surgery" because the cuff was attached to the urethral tissue. He was not able to put pressure on the urethra because of the cuff being tied to it. The cuff was the component that was malfunctioning that originally necessitated the removal surgery. The future removal surgery has not been scheduled yet.